Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. An engineering investigation is currently in progress.

Event description:
The following information was reported to gore: on (B)(6) 2017 a patient was undergoing treatment of an external iliac artery lesion with a gore® tigris® vascular stent. An up and over the iliac bifurcation approach was utilized. The aorto-iliac bifurcation was described as extremely angulated. Following advancement of the tigris device to the target location, deployment was initiated. The tigris stent expanded one third its total length, (100mm), when the deployment wheel stopped. This tigris stent was removed from the patient without issues and a second tigris stent was advanced and deployed without issues. The patient did well following the procedure.

Manufacturer narrative:
Date received by MFR.: corrected. The engineering evaluation stated the following: the device was kinked at multiple locations along the catheter, including near the strain relief. The stent was partially uncovered, with approximately 83mm of the stent uncovered. The coupler bond could not be removed from the outer sheath without destructive disassembly of the outer sheath. The coupler bond was recovered with a segment of the inner layer of the outer sheath (yellow/ gold tubing). Upon removal of this layer of the outer sheath, the proximal edge of the coupler bond was bunched. Based on the device examination performed, it was unable to be determined if any anomalies could be attributed to the manufacture of the device. There is no indication that the coupler bond was incorrectly assembled.

Manufacturer narrative:
Date updated to reflect the date the engineering evaluation was completed. Results code: added.